Event description:
It was reported that this right ventricular (rv) lead was explanted together with the device due to twidllers syndrome. This lead was out of service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The failure to follow instructions was selected based on the field report and the observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that this right ventricular (rv) lead was explanted together with the device due to twidllers syndrome. This lead was out of service and replaced. No additional adverse patient effects were reported.